Event description:
It was reported that the ilet user experienced persistent high blood glucose after a missed meal announcement and suspected infusion site issues, including a prior possible bent cannula, a bloody cannula on removal, and suspected scar tissue at the site. The user performed multiple site and tubing changes and confirmed insulin drops upon disconnection. Symptoms included hyperglycemia with fingerstick up to 417 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem found, with a usage problem identified related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.